Event description:
It was reported a stent migration occurred. A synergy megatron mr ous 5.00 x 12mm was selected for an angina treatment on a mild tortuous vessel. During the stent inflation, the vessel (diameter was 5mm) diameter was larger than the implanted stent. When the balloon deflated for around less than 10 seconds, the stent retracted and wrapped around the catheter. It was withdrawn and an attempt was made to implant it in the right brachial artery. However, it could not achieve the required diameter and the stent migrated into a branch of the brachial artery, where it lodged at an angle. The procedure was completed, without a stent implanted, the dissection was clogged, and the patient was in good condition after the procedure.